Manufacturer narrative:
H4: the lot was manufactured from february 6, 2023 to february 8, 2023. H10: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection of the sponge revealed the presence of iodine. No functional testing was performed. The reported condition was not verified. The device met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿minicaps do not have much iodine¿. The packages are sealed and normal in appearance. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.